Event description:
An advocate from (B)(6) tested her daughter's blood glucose on the contour link and received a reading of 0.6 mmol/l, then re-tested her on the contour meter and received 8.9 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.

Manufacturer narrative:
The model number was not provided in some countries outside the us, customer information is not provided due to privacy laws.